Manufacturer narrative:
The device was received on (B)(4) 2011. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that channel 1 of the device did not sound an audible alarm tone during an alarm condition. The device was returned to the biomedical engineering department with a report that the device had an n187 (neg distal occl delivery) error code. No specific patient information, pump programming, or event details were provided. During testing at the user facility, channel 1 of the device did not sound an audible alarm tone during an alarm condition. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.